Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 01.01012.366, femoral head, lot # 2930719. Item # 00620205222, cup, lot # 63719735. Multiple MDR reports were filed for this event. Please see reports: 0009613350-2018-00497. (B)(4).

Event description:
It was reported that a patient underwent a revision surgery approximately 3 weeks post implantation due to dislocation. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Radiographs were reviewed and evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.